Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rippling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient of an unknown age underwent primary breast augmentation with unknown size unknown saline implants on both sides and experienced rippling on her saline implants. As a result, the patient underwent bilateral explantation and replacement with catalog number: 3504501; serial number: (B)(4) on the right side and with catalog number: 3504501; serial number: (B)(4) on the left side on (B)(6) 2009. This report is for the patient¿s left-sided device.